Event description:
It was reported that a trained physician succesfully achieved arteriotomy closure of the common femoral artery, using the starclose device after an interventional procedure. The following day the pt developed a hematoma in the upper part of the leg (from the knee to the groin) which was treated with a compressive bandage. No add'l info available.

Manufacturer narrative:
The device was not returned, and there was no lot info. We were not able to perform device inspection or device history record review in this case.